Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is not marketed in the us expiration date: unk, no serial number reported. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm512.6, -12.0 diopter implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the patient experienced elevated iop (intraocular pressure), headache and nausea, medical intervention (pilocarpine/sampiro 3-4/day) was prescribed. On (B)(6) 2022 the patient visited an emergency clinic due to eye pain, headache and nausea, it was reported that iop (intraocular pressure) was normal. Patient complained of feeling sick from halo and glare (lights on the street at night) and increased eye pain in the evening. The patient also complained of feeling sick under fluorescent lights and not being able to sleep due to pain during sleep. Lens remains implanted. It was reported that elevated iop (intraocular pressure) is transient, cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D4 - serial# (B)(6) should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
B5- per updated information halo, glare and night blindness are being monitored. There is no plan to replace the lens now. H6- work order search: no similar complaints were reported for units within the same lot. Claim# (B)(4).